Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. An x-ray confirmed lead dislodgement. The lead was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient.